Event description:
Information received indicates the left head siderail is not latching.

Manufacturer narrative:
The technician found dried fluid and debris clogged the latch pin hole. The technician cleaned the siderail latch assembly to repair the bed.